Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the programmer's stylus pen was being calibrated the programmer suddenly switched off, then rebooted and returned to the same screen. The programmer was new and had not yet been shipped to the customer. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. However, it was noted that the stylus calibration is non-functional. Software was reloaded. The programmer then passed all functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was later returned for servicing.